Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and high out of range pace impedance measurements resulting in a lead safety switch. A revision procedure was performed, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.